Manufacturer narrative:
The tech replaced the brake block adaptor and bushings to resolve the issue.

Event description:
The tech alleged that the brake would not hold with the brake pedal set in the brake position. No pt impact.